Event description:
It was reported that suture placement of proglide devices was successful during a bilateral preclose in the right and left common femoral arteries prior to an iliac stenting procedure. The arteriotomy was 8 fr. The sheath size remained an 8 fr to perform the index procedure. One proglide was deployed in each groin and the sutures set aside to perform the index procedure. Upon completion of the index procedure the physician made an attempt to tighten the knots with the knot pusher; however, hemostasis could not be achieved. It was indicated that the physician was advancing the knot to the arteriotomy by applying slow, consistent increasing tension to the rail suture limb, keeping the suture coaxial to the tissue tract (not by the suture trimmer) while he kept the guide wire in place, but hemostasis was not obtained. An additional proglide was deployed on each groin and the physician advanced the knot to each arteriotomy. Once hemostasis was obtained the physician removed the guide wire which was in place at the access site. There was no adverse patient sequela. The physician is reported to be in-training in the use of the proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - failure to follow steps/instructions. The device instructions for use under device placement indicate: advance the knot to the arteriotomy by applying tension to the rail suture limb. (Do not advance the knot with the suture trimmer until the wire has been completely removed from the patient). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information. The second proglide is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reportedly, the suture was tightened while the guide wire was still in place. The proglide instructions for use state: advance the knot to the arteriotomy by applying tension to the rail suture limb. Do not advance the knot with the snared knot pusher or the suture trimmer until the wire has been completely removed from the patient. Based on the reported information and the manufacturing inspection criteria the probable cause for the reported event and associated patient effects is attributed to the user tightening the suture while the guide wire was still in place. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.